Event description:
A user facility reported they noticed a crack in the airway tube of an lma after insertion. The lma did not leak and functioned well for the entire case. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.